Event description:
It was reported that the patient had experienced symptoms of withdrawal including sweating, hot flashes, pressure across hips and lower back and trouble breathing. The report indicated that the patient had other health issues going on that were being managed, specific issues were not reported. The reporter indicated that medication increases were not helping. Oral morphine was used to assist with pain relief. A catheter dye study was done and revealed a catheter breakage with fluid build up at the site of the break. The catheter was revised. The pump was used to deliver dilaudid. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.